Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. During the implantation procedure, the vt (ventricular fibrillation) induction failed: induction (30hz) not efficient: 30hz pacing triggered a non-sustained vf. Induction (shock on t-wave): sl-sl pacing pulses were not adequately captured, and the shock was delivered in a random fashion. Reportedly, 30hz induction pulses were applied with maximum amplitude, whereas shock-on-t induction pulses were delivered with programmed amplitude.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Conclusion: files review confirmed the reported intermittent capture. However, both ICD and programmer operated as specified. No anomaly could be observed in any recorded episode. Expertise files and pt files show only normal data, except some telemetry errors observed during real time procedures. The origin of the intermittent loss of ventricular capture reported remains unk. The most probable hypothesis would be: physiological: the specific condition of this pt (drugs, disease...) Might produce a longer intrinsic ventricular refractory period, thus preventing the spikes delivered from being captured high spacing rates. The margin used for the v pacing amplitude parameter selection was not adequate, reading to loss of capture. Mechanical: a micro-displacement of the ventricular lead during the acute phase might be responsible for intermittent and temporary loss of capture; this hypothesis would be supported by the behaviour observed during ventricular pacing threshold tests. Moreover, v lead impedance tests show slight variations through the follow-up visit - values range from 668 ohm to 1010 ohm - which could be explained by micro-displacements of the lead.